Manufacturer narrative:
The pump passed the displacement, self, and off no power tests and all operating currents tested within the specification range. No unexpected low battery alarm was noted. However, a corroded battery cap contact was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Customer stated that the pump was completely turned off. The insulin pump will not be returned for analysis.